Event description:
It was reported through litigation process that sometime post port placement, the patient allegedly developed infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4(unique identifier (UDI) #), h6 (component). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port placement via the right internal jugular vein for the treatment of lung cancer. About sometime later, patient was diagnosed with erythema, edema, pinpoint ulceration of the access site with purulent encrustation. It was further reported that patient was diagnosed with an infection. Subsequently, on (B)(6) 2022, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, patient was implanted with clear vue isp implantable port for the treatment of lung cancer via the right internal jugular vein under fluoroscopic guidance. Sometimes later after the port placement procedure upon visual inspection of the right chest port site, patient developed erythema at port site, edema, and pinpoint ulceration of the access site with purulent encrustation. Two months and five days later, the port was removed. The port was removed from the pocket along with the catheter in its entirety tip was cut and sent for microbiology. The port pocket was swabbed and sent for microbiology. Therefore, it can be confirmed that the patient had experienced erythema at port site, edema, and pinpoint ulceration of the access site with purulent encrustation. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.